Event description:
Customer reported via phone, the insulin pump alerting bolus reminder and he was able to clear it. The buttons were being unresponsive. Customer's blood glucose was 129 mg/dl. Customer didn't recall any significant event which may have caused the keypad issue, but did notice the buttons were hard to press since she received the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button responds due unlocked joint lcd keypad connecter. Displacement test was not performed due to keypad anomaly. The device had cracked reservoir tube lip, minor scratches on the lcd window and on the reservoir tube window.